Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was sent to a third-party service center for evaluation. During evaluation the technician found no evidence of foam degradation and secondary findings were not observed. The third-party service center concludes that the customer¿s complaint was not confirmed, there was no error codes found, and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: device information has been updated. In box e: reporter country has been corrected. In box g: date received by mfg has been updated. In box h: evaluation method code grid, evaluation results code grid, and conclusion code grid has been updated.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. No further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.